Manufacturer narrative:
Device was received with a scratched case. The test reservoir does lock properly inside the reservoir tube. Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test. Device was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. No under delivery anomaly or over delivery anomaly noted during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received buy medtronic indicated that the insulin pump was under delivering insulin and the customer was experienced high blood glucose levels. Customer reported that the blood glucose started a week ago. Customer was advised that blood glucose went up to 21.8mmol/l at 22pm yesterday. Current blood glucose was 8.3mmol/l. Customer informed that blood glucose goes up within 1 hour of eating. Cx took manual injections and blood glucose went down to 11 at 2am. Cx inserted on abdomen. Customer was assisted with troubleshooting related to the high blood glucose levels. Details of what led up to event: no event. Patient's blood glucose was at time of incident: 21.8 mmol/l. Patient's current blood glucose value (at time of call): 8.3 mmol/l. Is customer currently reporting any symptoms related to their high blood glucose: yes positive results in ketones test blurry vision, tired. Customer reports they do not feel okay to troubleshoot. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer was not calling back to perform an high pressure test. Explained that we have formulated these troubleshooting steps to ensure their pump is completely operational and working safely by covering common factors including infusion set, site, insulin, lifestyle, pump programming. Customer wishes to continue troubleshooting. Was customer using the minimed 670g/770g/780g system with the auto mode/smartguard feature active at time of high blood glucose event: yes. Customer reports they have a back-up plan available. Inquired if, and how, customer treated for high bgs. Found: manual injection. Recent high blood glucosed event began: yesterday. Infusion set was last changed prior to event: yesterday. Explained the 2 high blood glucose rule. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical services dispatched as a result of high blood glucose. Based on customer report proceeding in troubleshooting per customer alleging possible pump under delivery. Reasons why customer thinks pump is under delivering: customer has changed the infusion sets and reservoirs. Customer actions prior to the event: no. Time frame of the event: december 1st at 22pm. Inquired if customer received assistance with programming pump. Found: no. Customer was advised leaks in the tubing and/or air bubbles can limit the amount of insulin received during a bolus. Customer wished to check for the presence of leaks or air bubbles in the tubing/reservoir. Customer's outcome pertaining to the complaint: will send a replacement pump to customer. Additional notes: customer has changed the carb ratio, insulin sensitivity, basal rates on the pump. She made changes to pump programming on monday. Customer was unable to reach her health care provider. She has seen dietitian. Customer has had the pump for 2 weeks. Customer used sensors. Uses sensors. Customer took medication for allergies. Antihistamine. Performed a displacement test. Pump passed the test. Customer informed that blood glucose goes down when she does not eat. The insulin pump is expected to return for analysis.